Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "all the three runs there ate pos samples in channel shv but if you look at the curves they are very small and not classic clear positive. Customer says that when they repeat these samples they turn on negative"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: n/a.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual plots/curves." The complaint is unconfirmed as it alludes to an environmental contamination issue and does not point to an instrument issue. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Complaints for results are within statistical control for the month of july 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is indeterminate test result, which is an s2; reference (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "all the three runs there ate pos samples in channel shv but if you look at the curves they are very small and not classic clear positive. Customer says that when they repeat these samples they turn on negative".